Event description:
A customer reported that their pump did not detect the cartridge during a cartridge change, which was categorized as a cartridge change error. There was no information available on the impact to the customer's blood glucose level. No additional information was received regarding corrective actions or outcomes of the event.